Event description:
Allegedly, patient was revised due infection (right). Sr njr number: (B)(4). First revision asa: p2 - mild disease not incapacitating. Additional information received from njr on (B)(6) 2017: updated pt ID from (B)(6).